Event description:
The patient stated that his adapter was leaking and this caused insulin to leak into the cartridge compartment of his infusion device. The adapter expired 04/2006. He stated his blood glucose measured 425 mg/dl when he woke up and he gave himself a 20 unit injection to lower his blood glucose and switched to his backup infusion device. He stated he felt nauseous and exhausted. His normal blood glucose range is 100-120 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.